Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was 1 patient sutured with 4 different sutures? No. Or were 4 patients involved? Yes. Please provide information for each patient: indication / name of the surgery an the eye; where exactly was the 4-0 vicryl suture used lid op; which symptoms occurred inflammation sytome and granuloma; when exactly did these symptoms occur about two days after postoperative surgery; what was done then? Was re-operation necessary? All patients had inflammation, secondary wound healing, that was treated with antibiotic ointments or drops. One patient was re-operated; how is the patient doing now? All patients are well again. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Name of procedure, was this an eye procedure? When was the inflammation / granuloma found? What tissue was the suture used on? Can you identify the lot number of the 4-0 vicryl mpv494? How was the suture placed (interrupted or continuous)? Were any cultures taken and results? Can you provide the patient age, gender, weight, prior medical history? What post op date was the re-operation? Can you describe the appearance of the suture during second procedure? What is the current condition of the patient?

Event description:
It was reported that a patient underwent eye lid procedure on unknown date and suture was used. The patient experienced inflammation and granuloma approximately 2 days post procedure. The patient was treated with antibiotic ointment or drops. An additional procedure may have been performed on unknown date. Additional information was requested.